Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 241mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. Advised the customer that the insulin pump would be replaced. No further information was provided.